Event description:
It was reported that the patient experienced a pneumothorax and was put in intensive care following the implant procedure. During implant the is-1 pin of the lead broke during positioning of the electrode in the heart. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed, and the distal connector of the lead was extrinsically bent. It was noted that the distal lv (low voltage) electrode of the lead was covered in blood, and visual analysis of the lead indicated damage at implant. (B)(4).